Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the drawers did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers did not open. A technical support specialist remoted into the cabinet, closed out the cubex app, and reopened it. The zones were checked and found to be enabled. The populate buttons were then pressed, and the drawers opened. The customer was asked to log back in and try to issue again, this time with no failures. The system functioned as intended after the technical support specialist troubleshot the device.